Event description:
It was reported that the pump battery would not charge, although no power source alert was received. There was no adverse impact to the customer's blood glucose level. The customer attempted to troubleshoot by trying different wall outlets and adapters, but the issue persisted. Tandem technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy. The customer was also guided on how to put the pump into storage mode and was asked to return the malfunctioning pump using a pre-paid label within ten days.